Event description:
It was reported that this right atrial lead exhibited noise, oversensing and high out of range impedance measurements on the right atrial channel. Due to this, the device stored atrial tachy response (atr) episodes inappropriately. It was discussed to performed a lead revision in the near future. At this time, this lead remains in service. No further adverse patient effects were reported. Additional information was received confirming that a lead revision was performed and the lead was reinserted.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field h1: type of reportable event h6: impact codes.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 26.7 cm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.

Event description:
It was reported that this right atrial lead exhibited noise, oversensing and high out of range impedance measurements on the right atrial channel. Due to this, the device stored atrial tachy response (atr) episodes inappropriately. It was discussed to performed a lead revision in the near future. At this time, this lead remains in service. No further adverse patient effects were reported. Additional information was received confirming that a lead revision was performed and the lead was reinserted. Additional information was received detailing that the lead was explanted and replace due to continuing the impedance issue, additionally loss of capture was observed on the lead. This lead was returned to boston scientific for evaluation.

Manufacturer narrative:
Additional information was added to the following fields: h6: device codes h6: impact codes additional information was added to the following fields: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field h1: type of reportable event h6: impact codes.

Event description:
It was reported that this right atrial lead exhibited noise, oversensing and high out of range impedance measurements on the right atrial channel. Due to this, the device stored atrial tachy response (atr) episodes inappropriately. It was discussed to performed a lead revision in the near future. At this time, this lead remains in service. No further adverse patient effects were reported. Additional information was received confirming that a lead revision was performed and the lead was reinserted. Additional information was received detailing that the lead was explanted and replaced due to continuing the impedance issue, additionally loss of capture was observed on the lead.

Event description:
It was reported that this right atrial lead exhibited noise, oversensing and high out of range impedance measurements on the right atrial channel. Due to this, the device stored atrial tachy response (atr) episodes inappropriately. It was discussed to performed a lead revision in the near future. At this time, this lead remains in service. No further adverse patient effects were reported. Additional information was received confirming that a lead revision was performed and the lead was reinserted. Additional information was received detailing that the lead was explanted and replace due to continuing the impedance issue, additionally loss of capture was observed on the lead. This lead was returned to boston scientific for evaluation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 26.7 centimeters (cm) from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of loss of capture, noisy signals, oversensing and high pacing impedance measurements were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial lead exhibited noise, oversensing and high out of range impedance measurements on the right atrial channel. Due to this, the device stored atrial tachy response (atr) episodes inappropriately. It was discussed to performed a lead revision in the near future. At this time, this lead remains in service. No further adverse patient effects were reported.